Event description:
Physician attempted a starclose at the end of his catheterization procedure. After this failed to close the artery, a different artery closure device was placed. The following morning, the patient started bleeding after he got up to the bathroom. He developed a pseudoaneurysm with an active bleed. He later went on to have an emergent femoral artery pseudoaneurysm repair.the rep was on site and felt it was the physician's technique and/or possible patient contraindications against using the product.what was the original intended procedure?starclose to obtain hemostasis.device #1is this a laboratory device or laboratory test?no.